Manufacturer narrative:
Concomitant medical product: product: ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported that pre-operative impedance check showed electrodes 8-15 out of range. They were checking prior to ins replacement. The ins was replaced because the patient wanted to upgrade to new ins. The impedance issues did not resolve with the new ins. However, the patient was not using any of the 8-15 electrodes in their current programming that was working well for the patient. No further intervention was planned, and the issue was resolved. No patient symptoms were reported. No further complications were reported/anticipated.